Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, after a cholecystectomy, the patient was transferred to the intensive care unit due to high pain levels . The patient was tachycardic 140 bpm, aki (acute kidney injury), and was septic. Two different stents were installed. The patient suffered